Event description:
It was reported at follow up, no pacing, no sensing and high impedance were reported. Lead was capped and replaced. Patient condition after the event was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.